Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported oversensing, noise, and pacing inhibition.

Event description:
It was reported that this patient presented to the emergency room with bradycardia. A review of data from the patients implanted pacemaker device indicated there was noise present on the right ventricular (rv) lead which was oversensed resulting in pacing inhibition. It is unknown if asystole greater than two seconds occurred. It was noted that the local boston scientific representative was paged for a device interrogation and possible device reprogramming. Four days later the pacemaker device and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient presented to the emergency room with bradycardia. A review of data from the patients implanted pacemaker device indicated there was noise present on the right ventricular (rv) lead which was oversensed resulting in pacing inhibition. It is unknown if asystole greater than two seconds occurred. It was noted that the local boston scientific representative was paged for a device interrogation and possible device reprogramming. Four days later the pacemaker device and rv lead were explanted and replaced. No additional adverse patient effects were reported.